Event description:
It was reported that a patient underwent idvt (idiopathic ventricular tachycardia) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. During the procedure, a pericardial effusion was noted just about the point of advancing the ablation catheter across the transseptal, and the physician took a moment to observe using the intracardiac echocardiography (ice) catheter. The physician was dragging along the surface to go transseptal and just went right through and believed to have found a pfo (patent foramen ovale) and while verifying with ice, the pericardial effusion was noticed. Pulled everything out of the left side and left only the ice catheter. They continued to reverse the anticoagulant by providing protamine. A pericardiocentesis was also done and 1000cc of liquid was removed, but it would not stop or slow down. A perfusionist was called into prepare to go to the operating room. Additional information was received. Outcome of the adverse event was the patient worsened since the effusion would not decrease despite being tapped. Patient required surgical intervention and thus required prolonged hospitalization,. Transseptal puncture was performed, attempt, went through a patent foramen ovale (pfo) with abbott brk-1. No evidence of steam pop. Irrigated catheter was opened but never in the body.

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).